Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced scc-f+ power supply (part number 7-206072-01) to return the analyzer to normal function. A review of service history for the architect i2000sr processing module, serial number (B)(6) , revealed no additional issues of electric flash on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The electric flash was limited to the power supply the damage did not spread to other parts of the instrument. A review of historical data for the architect I processing module did not identify any trends with regards to the current issue. A review of historical data for the scc f+ power supply, processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the scc f+ power supply or the architect I processing module, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed spark and visible smoke from architect scc f platform during trouble shooting of ups failure. The customer cycled power ups, computer and instrument when customer turn on the computer noticed spark and visible smoke from the scc module connected with architect analyzer. There was no patient involvement and no harm to user reported.